Manufacturer narrative:
A patient experiencing fluid discharge at the ipg site was reported to abbott. The arnp cleared the patient's wound site and the issue was resolved. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that the wound site healed, and the issue is resolved.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had clear drainage at the ipg incision site. As a result, adhesive tape and dressing was applied by the physician, and antibiotics were administered.